Event description:
Info received indicates the head of the bed will run up a few inches and then run back down unintentionally.

Manufacturer narrative:
The accounts maintenance isolated the issue to a dirty limit switch. He replaced the limit switch to repair the bed.